Manufacturer narrative:
The graft remains implanted. Therefore, a comprehensive records re-review was conducted. There were no departures noted during records re-review that would negatively impact the manufacturing of xenografts from lot pd18100001. Manufacturing records indicated that serial ID (B)(4) met all specifications and release criteria prior to distribution. There are two related complaints for the lot, both associated with the appear trial. The name of the physician was not provided. Porcine dermis xenografts undergo a validated sterilization method: tutoplast®, which includes terminal sterilization by gamma irradiation after packaging. To date, our investigation indicates that the reported complications are more likely associated with one or more extrinsic factors, rather than in intrinsic property of the fortiva porcine dermis xenograft.

Event description:
Rti surgical, inc (rti) and tutogen medical gmbh (tmi), a wholly subsidiary of rti, received a complaint on (B)(6) 2020, as part of the fortiva appear trial. The reported complaint indicated that a female patient, age (B)(6), was enrolled in the appear trial on (B)(6) 2019 at (B)(6). The patient has a history of stage iia breast cancer of the right breast. A single stage reconstruction of the right breast was performed on (B)(6) 2019, nipple removing, skin sparing with a transverse incision around the nipple. No skin reduction was performed and three lymph nodes were removed. A fortiva implant graft was used in an epipectoral procedure. A saline implant of 420ccs was placed. No drains were placed and the patient was discharged on (B)(6) 2019 on prophylactic antibiotics, analgesics and enoxaparin. At the one month follow-up visit on (B)(6) 2019 there were no significant changes noted. On (B)(6) 2002, the patient experienced wound dehiscence on the right side after a three day history of feeling unwell with flulike symptoms, loss of appetite, a temperature of 37.4 degrees celsius. On (B)(6) 2020, the patient noted fluid dripping from right breast. Inflammation and wound dehiscence were observed upon examination. The patient was hospitalized and on (B)(6) 2020, the silicone implant was removed. The fortiva graft remains implanted. To date, no additional information has been provided.